Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint; however the alarm was in the alarm logs. The sensor interface board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and required a reboot to clear the alarm and initiate mechanical ventilation. There was no report of patient involvement.